Manufacturer narrative:
Initial and final MDR 1880595- device 2 of 6

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion set cannula kinked events on (B)(6) 2024 after 3 or more hours .the insertion site were abdomen, arms, thigh. Customer regularly rotate site location. Infusion set has been less than a day. The blood glucose level was over 400-700 mg/dl. Therefore, patient was treated with correction via IV bolus. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available